Manufacturer narrative:
Immucor technical support used a remote electronic access method on (B)(6) 2017 to assess the instrument test well image in question. The electronic file containing the result had already been archived, so the assessment could only be done when the archived disc was made available for viewing. It was determined that the instrument test well in question was visually positive, consistent with the unexpected instrument output. An immucor field service engineer (fse) visited the customer site on (B)(6) 2017 to assess the testing instrument and found that the probe was damaged. The fse subsequently replaced that probe.

Event description:
On (B)(6) 2017, a customer reported an unexpected positive result when using anti-d (monoclonal blend) series 4 on a galileo echo instrument, when tested on (B)(6) 2017 with the weak d assay.